Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the acute care unit with a blood glucose level of 23.9 mmol/l, and high ketones. The cause was unknown. The customer switched to multiple daily injections (mdi) to attempt to resolve blood glucose levels. Hospital treatment included IV fluids, saline, insulin, potassium, and dextrose, successfully resolving the issue with no reported permanent damage. System check with technical support confirmed the pump was functioning as intended. New supplies were arranged to ensure proper functioning of the insulin delivery system. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.